Event description:
Additional information was received that lead damage was alleged but was unable to be confirmed.

Event description:
During a remote follow-up, episodes of noise resulting in over-sensing were observed on the right atrial (ra) lead. No intervention was performed at this time. The patient was stable.